Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving eb-530us. It was reported that during a treatment procedure the b20bu balloon detached from the bronchoscope and was found in the patient's airway, requiring immediate intervention to remove the balloon. The balloon was retrieved without patient harm and the procedure was completed successfully. There is no serious injury or death associated with the event.